Event description:
It was reported that when the catheter was flushed before medication, saline solution leaked from the catheter part which was outside of the patient body. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. A permanent kink impression was observed near the 50cm depth marking. A longitudinally aligned split was observed at one corner of the kink impression. The catheter kinked preferentially at the kink impression site during manual manipulation. Microscopic inspection of the split revealed a dull and granular fracture surface. Material surface wear was observed in the vicinity of the kink impression. The material wear, kink impression and split characteristics were consistent with damage accumulated through repetitive kinking of the catheter tubing. The location of the damage suggested that catheter securement and maintenance technique likely contributed a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the catheter was flushed before medication, saline solution leaked from the catheter part which was outside of the patient body. There was no reported patient injury.